Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported that the pt had an advance sling implanted on (B)(6) of a previous year. Physician wrote as "2013," however, that date has not yet passed. Following the procedure, the pt's continence worsened and an alternative continence device was implanted on (B)(6) 2013. No additional pt complications have been reported in relation to this event.